Manufacturer narrative:
Device not returned.

Event description:
It was reported that the surgeon used an xcm mesh in a trauma patient to reinforce the abdominal wall. After 5 days, the mesh presented with a fetid smell, with parts of the mesh extruding. The xcm mesh was removed. The patient was treated with vacuum therapy to close the wound. The procedure was successfully completed. The patient required an additional surgical procedure.